Event description:
Healthcare provider reported a left side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: "analysis of the returned device identified: broken shell, white particles inner the device and missing piece of shell. Microscopic analysis was performed which identified: sharp broken on valve bond edge. The leak test is not performed because the shell is broken. Based on the device analysis the final assessment is: sharp broken on valve bond edge assessed as an unidentified (tear) opening and missing shell assessed as inconclusive." Trend analysis: "review of all complaints of a050401 - fluid leak for the period of may 2020 through apr 2022 related to date opened indicates that 9 points are above the upper control limit. According to the severity, an additional analysis was performed to review the involved complaints with manufacturing date over the past 24 months. No patterns were found; therefore, no additional actions are deemed required. The trend of a050401 - fluid leak complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate." Additional, changed, and/or corrected data.

Event description:
Healthcare provider reported a left side deflation. The device has been explanted.